Event description:
It was reported that the bd pre-filled saline syringe was damaged. The following was received from the initital reporter: verbatim: (B)(6) 2023 when the patient performed intravenous catheter maintenance at the PICC catheter maintenance clinic, when the catheter was flushed with bd fluid, the bd fluid syringe was found to be damaged and continued to be used after replacement.

Manufacturer narrative:
H.6. Investigaion summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 2096954. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10